Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a non-recoverable 319 error occurred on universal surgical manipulator (usm) 4. The site had restarted the system, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and identified error 319 pointing to a node not present in armnet 4. The tse had the customer hard power cycle the system and perform an emergency power off (epo), but the issue persisted. The tse suggested to disable usm 4. The procedure was completing as planned with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained additional information: system functionality was checked after booting the system. The system started up, and all usms initially flashed blue, and a system check message was displayed. Then it displayed error 319 again, and the affected usm no longer showed any light signal and had to be deactivated. The surgery had been in progress for 45 minutes when the problem occurred. The procedure was completed with 3 usms.